Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: patient complains, that the needles are not permeable again.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: patient complains, that the needles are not permeable again.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-jun-2022. H.6. Investigation: ten open 32g x 4mm pen needle samples were returned from lot. No. 1082141, cat. No.320561. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on two samples and a bent non patient end of cannula was observed on eight samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.